Event description:
This one time use sureform 60mm stapler intuitive instrument did not work during the case. When it was inserted into the robotic arm a pop up message on the screen indicated "instrument not supported. Remove instrument". A new instrument was opened, inserted, and used for the rest of the case without any complication. FDA safety report ID # (B)(4).